Event description:
It was reported that the pt eas implanted a durom acetabular component on the left side in (B)(6) 2010. Currently, pt is being monitored due to pain and increased levels of cobalt and chromium in blood. (B)(4).

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with outside us durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the USA which was initiated in november 2009 as a corrective action and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. (B)(4).